Event description:
It was reported that after surgery one supervisor at cspd stated that the handpiece was broken and needed to be repaired. The entire snap lock assembly was broken into a couple pieces. The handpiece worked as intended during the procedure.

Manufacturer narrative:
The device used for treatment was returned for evaluation. The reported problem was visually confirmed. The snap lock is in pieces. Although the reported problem was visually confirmed, a functional evaluation was performed. The handpiece troubleshooting test was performed and failed. The handpiece has a broken snap lock and will not allow the drill to lock in place. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is improper handling of the handpiece causing the snaplock to break. Care and caution should be exercised during the surgical site setup and tear down to protect the handpiece from an unforeseen force, such as falling on the ground or damage during transport. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. No further containment or corrective actions are recommended at this time.